Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that on (B)(6) while walking through the security gate of (B)(6) with stimulation on at 2.5v/210pw/14hz. 2-3+; the patient felt knife pain at midline circular pain. The upper limit was set at 8.5v. The patient went home and turned off stimulation. Stimulation had been off since (B)(6). The patient continued to feel the circular motion pain at midline. The pain had not subsided or decreased. The patient's skin looked intact, no redness or burned area. Whenever the patient's right leg moved forward, she could feel the lead moving in her body. The stimulation was controlling the patient's symptoms. There was also an issue regarding impedance: reading >4000 ohms on some of the bipolar paris. Electrode impedance tested at 1v/210pw: c0:1423 ohms, c1:547 ohms, c2: 1111 ohms, c3: 1111 ohms, 01: 1482 ohms, 02: >4k ohms, 03: >k ohms, 12: 1111 ohms, 13: 1111 ohms, 23: 1147 ohms. The patient was at the clinic at the time of the report. Additional information was requested.